Manufacturer narrative:
Model number/catalog number: sc-8416-50, serial number: (B)(4), batch/lot number: 7043265, model/catalog description: artisan MRI paddle lead 50 cm.

Event description:
A report was received that the patient was experiencing loss of stimulation due to high impedances noted on the leads. X-ray was taken and the physician did not see anything wrong on the images. Database (db) analysis revealed that impedance measurements had high values on port ab (2 contacts) and port cd (15 contacts). The patient underwent a lead replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient was experiencing loss of stimulation due to high impedances noted on the leads. X-ray was taken and the physician did not see anything wrong on the images. Database (db) analysis revealed that impedance measurements had high values on port ab(2 contacts) and port cd(15 contacts). The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
The explanted devices were not returned to bsn. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.